Event description:
There was an event reported that a customer found some clotted tubes after blood collection. Clotting could have an impact on subsequent analysis

Manufacturer narrative:
Complaint (B)(4). During the evaluation of the reported issue it was identified that some of the customer provided tubes showed a reduced amount of additive. Therefore in order to reduce the risk of further similar situations of clotting, it was decided to recall the item/batch in question from the market in sweden. A recall in the us was not required, as the item and batch was not shipped to the us.